Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. The physician elected not to take any at this time and would continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.